Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc231200/ 14768189. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a unilateral common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention for a type iii endoleak caused by the proximal migration and disconnect of the contralateral leg component used as the bridge graft to the gore® iliac branch component (amount of migration is unknown). Two additional excluder® limbs were implanted to reconnect the devices and resolve the endoleak. The patient did fine and tolerated the procedure.